Event description:
It was reported the customer had differences between their sensor glucose and blood glucose readings. The customer stated the readings would be off by 100 points. Customer stated their blood glucose was 190 mg/dl and their sensor glucose was 300 mg/dl. The customer's blood glucose was 190 mg/dl. Customer stated they felt nauseous with a loss of appetite. Customer also stated they were in the beginning stages of diabetic ketoacidosis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.